Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on atrial tachycardia (at)/atrial fibrillation (af) episodes on stored electrograms. The lead remains in use and the physician will monitor the patient. No patient complications have been reported as a result of this event.